Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patients ins was explanted a month after it was implanted (B)(6) 2013 because their body could not tolerate it. No further complications were reported.